Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was received unspecified error code. Customer¿s blood glucose level was unknown. Customer stated that the rainbow effect on screen when outside and crack near the battery and reservoir as well as motor had to work harder was slower and louder. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device was monitored for 3 days. No e/a alarm or rainbow display anomaly noted. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window, missing end cap sticker and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).